Event description:
After inserting the handpiece into the eye, styrofoam resembling white matter/particles were noted floating in the eye. The particles appeared to "wedge under the iris". The handpiece was checked, and add'l matter was seen "wedged between the tip and blue sleeve". The rptr states that the equipment had been primed according to spec. The cataract was removed, and all material had been "emitted" from the eye. No foreign material was visible.